Manufacturer narrative:
Follow-up #1 date of submission 10/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed no evidence of replace battery (128-xxx) alarms. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found inside the battery compartment. The pump failed a leak test due to the cracked battery compartment. The returned battery cap was unable to fully tighten on to the pump; however, the pump was able to power on with the returned cap. The pump¿s current draws were found to be within specifications. The pump cover was opened and no additional moisture contamination was found in the pump. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted multiple 128 -fxxx replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.